Manufacturer narrative:
G4 - premarket / 510(k): k142259, k163701.

Event description:
It was reported that shaft break occurred. The target lesion was located in the renal artery. A direxion microcatheter was selected for use in a renal arteriovenous malformation (avm) embolization. During the procedure, upon advancing/retracting and trying to access, the catheter broke. The device was simply removed in one piece. The procedure was completed with an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4 - premarket / 510(k): k142259, k163701. Device evaluated by MFR: the direxion was returned for analysis. Visual and microscope examination were performed. It revealed nickel shaft fracture and an inner lumen kink approximately 27.5cm from the strain relief. No other issues were identified with the device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the renal artery. A direxion microcatheter was selected for use in a renal arteriovenous malformation (avm) embolization. During the procedure, upon advancing/retracting and trying to access, the catheter broke. The device was simply removed in one piece. The procedure was completed with an alternate device. There were no patient complications as a result of this event.